Event description:
It was reported the patient had been having spasms for "one year or so." It was stated the patient felt a shocking sensation as well. The device was turned off. It was indicated the patient had an appointment with their doctor on the following monday, as of the date of this report. It was additionally noted the patient had interstial cystitis. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3889-28, lot# v749365, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).